Event description:
It was reported that balloon rupture occurred. A 3.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation; however, upon inflation at nominal pressure, the balloon ruptured. The device was replaced and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 3.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation; however, upon inflation at nominal pressure, the balloon ruptured. The device was replaced and the procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There was a 1cm longitudinal tear in the balloon. Inspection of the device presented no other damage or irregularities.